Manufacturer narrative:
A potential issue related to the absolute response rates and the dose response curve of phyt coating 0165 is being investigated. The FDA¿s new york district office was notified of this issue on 16 may 2018. Please refer to report#: 1319809-05/18/2018-001.

Event description:
This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros phyt results were obtained from a single non-vitros biorad l2 control fluid using vitros phyt slide lot 2616-0165-6276 on a vitros 5600 integrated system s/n (B)(4). The assignable cause of the event is an unknown issue with vitros gen 16, coating 0165, slides used in vitros phyt lot 2616-0165-6276. There was no indication that the vitros 5600 system malfunctioned as a vitros dgxn within-run precision test was acceptable. Improved vitros phyt performance was obtained using an alternative vitros phyt slide lot.

Event description:
A customer obtained higher than expected vitros phyt results for a non-vitros quality control (qc) fluid, when compared to the customer established mean. The results were generated using vitros chemistry products phyt slides processed on a vitros 5600 integrated system. Non-vitros biorad level 2 lot 31850 results 30.76, 33.08, 31.25 vs. Expected result of 25.52 ug/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Ortho was not made aware of any allegation of patient harm due to the event. However the investigation cannot rule out that patient results were not or would not be affected if the event were to recur undetected. (B)(4). This report is number two of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved.